Event description:
A customer reported experiencing a high blood glucose event with a level of 605 mg/dl, though the cause was unknown. The customer experienced severe vomiting and sickness. The customer¿s son, assisted by delivering a manual injection, which helped correct the high glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.